Event description:
It was reported via repair work order that the bed would not lower due to paper being wedged in between the motion interrupt pan and cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.